Event description:
On 1/23/25 a beta bionics clinical diabetes specialist (cds) was made aware by an ilet user's healthcare provider (hcp) that the user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 1/22/25. On 1/22/25, the user experienced a severe hypoglycemic event with a recorded low bg of 25 mg/dl and was found unresponsive. The user was transported to the ER, where a CT scan was performed, and IV fluids were administered. The ER noted alcohol in the user's system and informed the user's hcp. The hcp indicated that the user has a history of hypoglycemia and hospitalization while on mdi but has shown improvement on the ilet, with a recent a1c reduction to the 7% range from a prior 9-12%. The provider expressed concerns about the user's pump usage, citing frequent late or skipped meal announcements, hypoglycemia overtreatment, and insulin suspension contributing to glucose fluctuations. Despite these concerns, the provider opted to keep the user on the ilet, with plans for a retraining session and increased follow-ups. The user was discharged from the ER the same day and has no known long-term health effects.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.